Event description:
A 6f angio-seal vip was deployed in a right femoral artery puncture. When the suture was cut below the skin, bleeding was observed and manual compression was applied until hemostasis was achieved. Later, it was noticed that a distal pulse was absent. The device was surgically removed, and the right common femoral artery was repaired with patch angioplasty. Surgery was successful and the pt was discharged the next day.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.